Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reloads were fully fired with the interlock engaged, the jaws were open, and the reload had damage to the cutting edge of the knife blade. Functional testing required the interlock to be overridden and the reload was applied to test media. The reload interlock was tested and found to function properly. It was reported that unexpected bleeding occurred along the staple line. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device was difficult to unload. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling in a gastroplasty, the reload was locking in with the stapler, causing a large bleeding in the patient in all surgeries performed using the reload. An increase of more of than 1 hour in the surgery was done to contain the bleeding caused. The surgeon replaced the reload and sutured the staple line. The incision was extended due to the product problem.